Event description:
It was reported that the customer had a motor error and motion sensor test failure. The blood glucose level is unknown. Customer states they do not use the sensor feature and they are able to rewind. Troubleshooting was performed and the insulin pump passed the displacement test. Also the customer mentions exposure to a strong magnetic field. The insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. The insulin pump was unable to verify motor error alarms due to alarms. The insulin pump was received with cracked case at display window corners, cracked display window, cracked battery tube threads, minor scratched lcd window and partially broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.